Manufacturer narrative:
The iolmaster was returned as part of a trade in and evaluated by a certified technician. All parameters relating to axial length measurement were found to be within specifications. The iolmaster report shows the used pacd was 2.99 and the resulting lens power was 18.5 d. The healthcare provider could not determine the origin of the pacd-constant that he/she had entered into the hoffer q formula. Technical support confirmed that the lens constant for the bl1ut iol was neither available in the ulib database, nor available in dr. Warren hill's website. The bausch & lomb quick guide for toric iol (su6868 05/13) recommends "lens power calculations use the srk-t formula for eyes with axial lengths of 22.01 mm or longer - recommended starting a-constant for the trulign toric iol is 119.1". Using an a-constant of 119.1 for calculating the pacd constant for the hoffer q formula would have resulted in a pacd of 5.65 and a lens power of 23.5 d. A bu1ut iol of 23.5 d was used in the follow-up exchange.

Event description:
The site reported the following: the post refractive outcome for left eye cataract surgery with intraocular lens (iol) implantation differed by +3.0 diopters from the target refraction. The healthcare professional made a decision to exchange the iol. The follow-up surgical procedure was performed on (B)(6) 2015. A bausch and lomb toric lens (bl1ut) was used in both the original and follow-up procedures. The iolmaster was used for the original and follow-up biometry measurements and iol calculations. The hoffer q formula was used to determine the original lens power and the holiday formula was used to determine the follow-up lens power.